Manufacturer narrative:
1.user did not specify the working condition when causing a bruise. The customer provided the circumference of her arm as 16" or 40.64cm, which is in the range of the provided cuff 22-42cm. The user's arm circumference is normal and can be measured with a standard cuff. 2.review that the DHR and dmr of this batch met the specified requirements with no performance issues. 3.the ihealth received the malfunctioning device tested the device o 7 times were unable to replicate the malfunction.the device had one measurement in memory when it was received, so I can assume that the device had completed at least that cycle. 4.with high pressure, pressure will also be high. Our maximum increase to 295 mmhg will stop pressurization, protect and not overcharge.

Event description:
The customer reported"when I used it, it cut off circulation, turned my hand purple, and left multiple bruises on my arm.